Event description:
It was reported that the user experienced a pump freeze during the cartridge and tubing workflow at the confirmation step after press-and-hold, which prevented resumption of therapy; the device appeared stuck in a workflow state and required a restart through the mobile app, after which the pump entered setup and the user completed cartridge and tubing steps, while cgm pairing reestablished before proceeding to enter weight and begin therapy. Symptoms included no injury and no reported adverse glycemic events. Outcomes included no alarms, no hospitalization, and restoration of function after restart and setup. Investigation included product troubleshooting and user guidance to update the mobile app and perform a device restart, followed by verification that the user could complete setup and the insulin workflow. Investigation of this case revealed a software-related workflow lockup that was resolved by restarting the device via the app, with the display intact and no hardware damage observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient software state requiring power cycling, with normal operation restored after restart and setup.